Manufacturer narrative:
(B)(4).

Event description:
Same case as medwatch # mw5077776. It was further reported that another stent was placed over the dislodged stent to keep it in place. The patient's status was stable and was discharged home.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 12 mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent came off of the balloon and it's free floating in the patient's body. The physician still working with the patient and no further complications were reported.